Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified mid-to-distal right coronary artery. While positioning the 4.00 x 48mm synergy xd drug-eluting stent, the balloon was initially inflated, however, the pressure did not increase and eventually the balloon ruptured. The entire system was removed from the body, and it was observed that the proximal portion of the stent strut was fluffed and deformed. The device was replaced with another of same device and completed the procedure. No patient complications were reported.

Manufacturer narrative:
C2/d10. Concomitant product/therapy date: 02/26/2025 balloon catheter used; terumo hiryu 3.5mm diameter, shockwave. E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: synergy xd mr ous 4.00 x 48mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual and tactile examination of the outer/inner lumen and mid-shaft section found no issues. A microscopic examination of the inner/outer wire lumen identified a pinhole in the outer lumen at 4.2cm proximal to the proximal markerband. A microscopic inspection of the crimped stent via scope found evidence of stent damage with stent struts lifted at the distal end and proximal end. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. A dimensional testing of the undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0. 0480-inch within max crimped stent profile measurement. A functional testing of the encore device was verified before use by using the druck gauge. An attempt was made to inflate the balloon to its rated burst pressure (rbp) of 16 atmospheres (atm) as per instructions for use (IFU). It was not possible for the balloon to maintain pressure as liquid leaked out through the pinhole in the outer lumen at 4.2cm proximal to the proximal markerband. Using a blade the distal extrusion was dissected at the site of the pinhole leak and an examination of the inner wire lumen, confirmed that there was no damage.

Manufacturer narrative:
C2/d10. Concomitant product/therapy date: (B)(6) 2025. Balloon catheter used; terumo hiryu 3.5mm diameter, shockwave. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified mid-to-distal right coronary artery. While positioning the 4.00 x 48mm synergy xd drug-eluting stent, the balloon was initially inflated, however, the pressure did not increase and eventually the balloon ruptured. The entire system was removed from the body, and it was observed that the proximal portion of the stent strut was fluffed and deformed. The device was replaced with another of same device and completed the procedure. No patient complications were reported.